Event description:
On (B)(6) 2015 found to have noise on the rv lead, most likely lead fracture. On (B)(6) 2015 tachy therapies turned off, lifevest placed. On (B)(6) 2015 rv lead capped and new lead implanted. Patient admitted to the hospital overnight.